Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air was observed. Once the farawave catheter was inserted into the faradrive steerable sheath, it was not possible to remove the air bubbles. With each aspiration, new bubbles formed. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.